Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer needed to reset the malfunction code but was unable to do so immediately due to being at work without a charging cable, and planned to call back for further assistance.